Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium. The type of bacterium was not specified. The laboratory report confirming the reported contamination has been provided to livanova. There was no patient injury.

Manufacturer narrative:
Patient identifier, age, sex, weight, and ethnicity: there was no patient involvement. Protocol #: the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Correctional/removal: livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Additional manufacturing narrative: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in wasquehal, france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova received a report about a 3t heater cooler which tested positive to mycobacteria. Reportedly no patient/user affected. The lab report confirming the contamination has been provided to livanova. Through follow up communication it was confirmed that the customer respect product IFU. However, h2o2 check is not performed as indicated in the product IFU (cp-IFU-16-xx-xx - h2o2 level must be checked daily). It is likely that the deviation from the instruction for use regarding h2o2 daily monitoring may have led/contributed to the reported contamination. The risk is in the acceptable region. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. No corrective action is deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.